Event description:
Healthcare provider reported a right side rupture. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
The device has been explanted.

Event description:
Healthcare professional reported, a right side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed, broken assessed as unidentified (tear) opening and missing assessed as inconclusive. Shell thickness was within specification). No additional observation. No further actions are required as no issues with the manufacturing process are observed. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b5, d9, h3, h6